Manufacturer narrative:
Additional info has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
Pt with an intertrochanteric fracture was implanted with a ti trochanteric fixation nail, an 11.0mm ti helical blade and a 5.0mm ti locking screw. On a follow-up visit it was noted the helical blade had migrated medially and pt was returned to the operating room on for removal and revision to a total hip. This report is #2 for the same incident.